Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a presence of unidentified material inside ear, nose, and throat (ent) navigation tray suctions, which could potentially be metal damage/shavings or bioburden. The suctions were inspected after usage, and despite being soaked overnight and subjected to ultrasonic cleaning multiple times, the material could not be removed. Various brush styles were used in an attempt to clean the suctions, but these efforts were unsuccessful. The instruments' preventive maintenance representatives indicated that they did not have a method to inspect the material further. There was no patient involved.

Manufacturer narrative:
H3) the instrument was returned to manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the returned suction was found to be in good condition. However, when connected to a known good system, the suction displayed a good geometry error with a high divot error. The suction was not able to be verified. Codes: b01, c10, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.